Event description:
As reported, approximately 17 months post transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra, the valve was explanted. A new valve was placed. The reason for the explant was unknown at the time.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
Updated to b4, g3, g6, h2, h10 upon further investigation, a redaction to this report is required. Additional information received via medical records provided indicate that the patient was presented with tavr endocarditis. There was no mention of the source of the endocarditis approximately 1 year and 5 months post tavr implant. The tavr valve was explanted and replaced with a surgical aortic valve. Late endocarditis may occur due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. There was no allegation that an edwards device may have caused or contributed to the endocarditis. There was no allegation of an adverse event or device malfunction related to the identity, quality, durability, reliability, safety, labeling, effectiveness or performance of this edward device. This event is no longer reportable to the FDA.